Manufacturer narrative:
(B)(4). (B)(4). This report is related to data research, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If further details are received at a later date. A supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing an unknown procedure on an unknown date and suture was used. N = 593 patients (index procedure) and the reported complication experienced by the following with corresponding intervention: 12 patients had complication after the index procedure with the use of the device not present on admission were defined with the diagnosis code, surgical site infection; 3 patients had complication after the index procedure with the use of the device not present on admission were defined with the diagnosis code, surgical site infection; 2 patients had complication after the index procedure with the use of the device not present on admission were defined with the diagnosis code, surgical site infection; 1 patient had complication after the index procedure with the use of the device not present on admission were defined with the diagnosis code, surgical site infection; 1 patient had complication after the index procedure with the use of the device not present on admission were defined with the diagnosis code, wound dehiscence; 1 patient had complication after the index procedure with the use of the device not present on admission were defined with the diagnosis code, other wound complication. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to FDA: 04/30/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. (B)(4). Date sent to FDA: 04/30/2021.